Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had generated an electric spark, resulting in damage to the jaws with three uses left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked, and no damage was found. The wrist joints were burned out by the plastic. The cannula was not inspected prior to use. Arcing was observed between the jaws. The surgical task being performed was for cauterizing. The type of energy was activated when the arcing event occurred was bipolar and the instrument was connected properly. The generator in use was for erbe, 80w, effect 4-6 and the instrument was in use for 30-40mins. A harmonic ace instrument was in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during procedure and instrument tips was not in contact with tissue, nor staples clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed the issue to be a quality issue. There were no reports of patient injury, and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.